Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-03503. The patient has 2 occipital (off-label) model 3166 leads and 2 supra-orbital (off-label) model 3169 leads. This issue is related to one of the supra-orbital leads (unknown which lead; therefore, both are being reported). It was reported the patient was experiencing pain at one of her supra-orbital lead sites. An sjm representative was unable to resolve the issue with reprogramming. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the lead was repositioned which resolved the issue.